Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin reservoir was cracked, and that the customer had received unexplained no delivery alarms from the insulin pump. The customer declined troubleshooting with the helpline, and there were no blood glucose values reported.